Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on resetting the pump and assisted in the process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue happened again.